Event description:
Event became reportable based on the device analysis. It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty crossing the lesion was encountered. The 80% stenotic and severely calcified lesion was located in the tortuous distal right coronary artery (rca). Vascular access was obtained through the radial artery. Flushing was maintained during procedure and an intravascular ultrasound (ivus) was not used. Upon attempting to insert the taxus liberte 16mm x 2.25mm drug eluting stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. No patient injuries or complications were reported as a result of the event. The patient's status was reported as "good". However, device analysis revealed a damaged stent.

Manufacturer narrative:
A visual and microscopic examination of the returned device revealed distal stent damage. Some of the struts were misaligned. This type of damage is consistent with the device meeting some form of restriction during the insertion of the device. No kinks or damage was found on the hypotube. The catheter's tip was slightly flared. This type of damage is consistent with guide wire movement. The balloon was visually and microscopically examined, and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, and was not subjected to any positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). It is contraindicated to stent lesions that are heavily calcified and lesions involving arterial segments with a highly tortuous anatomy in the taxus liberte dfu. It is advised in the taxus liberte dfu that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed operational context due to the anatomical and or procedural factors encountered during the procedure.